Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The catalog number was corrected.

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in ada site 11, the implant had not achieved osseointegration. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in ada site 11, the implant had not achieved osseointegration.. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.